Event description:
Please refer importer report#: (B)(4).

Manufacturer narrative:
The customer wanted to replace the motherboard for the central monitoring system that they currently have. However, as this system has been discontinued, and we do not have anymore parts for this repair; they are discussing their options on whether to purchase a new central monitoring system.